Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The new controller that patient was sent worked one time now it will not work. Patient can't get it to acknowledge the paddle so patient cannot charge the unit that is inside. Pt will contact the helpline on monday through friday this was the weekend they would really like to have this resolve quickly. Patient reported they had this unit put in to help reduce pain and if they can't use it they don't need it in them; patient reported they would like to know exactly who they could contact to get this result quickly.

Event description:
The caller reported there was something wrong with the patient's ability to recharge the neurostimulator. No symptoms were reported. Additional information was received from the patient. It was reported the patient just had a nerve stimulator controller replaced now the paddle does not recognize them so they can't charge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.